Event description:
It was reported that the patient presented in clinic for follow up. It was noted that the patient went through MRI without enabling MRI settings and the implantable cardioverter defibrillator entered backup vvi operation. Backup defibrillation operation was not available. No further information was available.